Event description:
The pt reportedly experienced intermittencies with his device followed by loss of sound. External equipment has been exchanged. However, the problem was not resolved. Surgery to explant the pt's device has been scheduled.